Event description:
The user facility reported the surflo catheter device broke off inside of patient. Follow up communication with the user facility confirmed the following information: it was estimated to 1/4th of an inch broke and was left in the patient; the patient was sent to x ray to locate catheter for surgical removal.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 for mfg. Report no. 1118880-2015-00011 to provide the 510(k) number that was inadvertently missed in the initial report submitted.

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report no. 1118880-2015-00011 to provide the 510(k) number that was inadvertently missed in the initial report submitted.

Manufacturer narrative:
The involved device was not returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of user facility information and reserve samples from the reported lot as well as surrounding lots. Visual evaluation from the reported part/lot number revealed no anomalies. Catheter joint strength was performed and met manufacturer specifications. The evaluation of the surrounding lots confirmed no anomalies. Functional testing confirmed to meet manufacturer specifications. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this part/lot # combination has not been reported previously. Although the cause of the reported event cannot be definitively determined there is no evidence that this event was related to a device defect or malfunction. All currently available information has been placed on file by quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4). Device not returned to manufacturer.